Event description:
Discovered CPAP machine was on recall list by accident by seeking help at (B)(6) which is an out of network provider. I registered device on (B)(6) 2021 and called machine provider respiratory home care and convalescent supply to advise. She got angry that I had registered device and stated she was told by philips to not advise patients of recall and to register device herself which she had not done according to my registration. I am getting sinus issues with headaches. My healthcare provider is working with me to request either a new or repaired machine. My health insurance provider medicare plus bcbs is insisting I follow recall protocol which seems to be give philips 1 year to ruin my health and cause possible permanent lung damage or cancer. I need help to protect my priceless good health. It sounds like philips is not treating either their patients or sales agents in an open or fair manner. My insurance provider has changed during the course of buying this machine which is giving machine provider addition time to bill which is resulting in double dipping on billing. I worked for the state of (B)(6) and had active bcbs from (B)(6) 2020 to (B)(6) 2021 which was verified to allow billing. I then retired and was active medicare part b in (B)(6) which would have allowed provider to bill. I was then active for medicare plus bcbs effective (B)(6) 2021 to present to allow billing again but they state the provider now has a fresh 13 months to bill for this defective recalled device. I'm in catch 22 situation. If I don't use machine insurance won't pay which may result in financial injury and if I continue to use machine, I may be helping to ruin physical health. I need help fighting for fair treatment. I have a lifelong history of sinus issues and therefore am well equipped in caring for myself. I know that sinus issues in (B)(6) is not normal for me. I suspect that using the machine in keeping sinus cavities packed with mucus and causing nasal drip in throat to become thick and dry. I have a difficult time coughing up phlegm and often have discolored mucus. FDA safety report ID# (B)(4).